Manufacturer narrative:
The hill-rom technician found the bed's scale had not been zeroed prior to placing the patient on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system an dit functioned as designed. The technician inserviced the staff on how to properly zero the scale prior to placing the patient on the bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the biomed bed shop. There was no patient/user injury reported. (B)(4).